Event description:
Procedure: unk. Reportedly, the blade has two holes on the tip that burned the patient. Patient was burned on both breast. It was 1st degree burn and their report indicate there was no blistering or open area. There has been no additional report of patient complication. No treatment was required.